Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the external iliac artery. The lesion was pre-dilated with a 5.0mm balloon. The 8x60x75 epic stent was advanced for deployment. The first 20mm of the stent deployed without issue, however the remaining 40mm began to crumple during deployment and occluded. An express ld stent was deployed to cover the crumpled section of the epic stent. The angiographic result was fine. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an epic stent delivery system (sds) with no other devices. The stent was not returned which is consistent with the reported event. There was blood in the lumen of the sds. There was no damage to the sds. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 20% stenosed, non-tortuous and mildly calcified.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 20% stenosed, non-tortuous and mildly calcified.